Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (failed pulse testing) was confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to pca jumper j1003. Pins 1 and 2 of j1003 were thermally damaged, which damaged multiple components on the computer/analog pca. The root cause for the damaged j1003 jumper could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor failed an incoming pulse test.